Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the complaint states: ¿use of an expired product during the procedure (product implanted).¿ the IFU contains directions not to use the product after the expiration date in the ¿warnings¿ section. The expiry date is printed on the label attached to each layer of packaging for the product (powder bag and foil pack, liquid ampoule and blister pack, unit carton), and on the patient labels provided. There is not enough information supplied to confirm the root cause, however the most likely cause is the process used at the healthcare facility for supplying product to surgical theater, and product not being identified as expired prior to surgery. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 8719542. 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 december 2020.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Use of an expired product during the procedure (product implanted).